Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy within the ascending colon, performed on (B)(6) 2012. According to the complainant, after advancing the device to the target tissue, the clip assembly was locked and deployed, but it failed to release from the delivery catheter. Reportedly, the physician was able to manipulate the scope to release the clip. After separation, the clip assembly remained attached to the target tissue which was sufficient to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy within the ascending colon, performed on (B)(6) 2012. According to the complainant, after advancing the device to the target tissue, the clip assembly was locked and deployed, but it failed to release from the delivery catheter. Reportedly, the physician was able to manipulate the scope to release the clip. After separation, the clip assembly remained attached to the target tissue which was sufficient to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. There was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.